Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a channel error. There was no patient involvement.

Event description:
It was reported that the device had a channel error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they channel error 351.6760 indicates that the unit was not fully calibrated.calibrated and p.m.-ed unit. Please note: preventive maintenance (pm) is required after performing calibration in order to prevent the calibration error message from generating. Please ensure that when calibration is performed, that a pm is also done in order to prevent the error message from coming up. A review of the device history record showed the device had a manufacture date of 06aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to unit not being fully calibrated. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a channel error. There was no patient involvement.